Event description:
It was reported that the right ventricular lead was dislocated during an a device changeout/right atrial lead revision procedure. The right ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: sedr01 implantable pulse generator. (B)(4).